Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that she found out from pats that the patient was not giving their device enough air and was keeping it on for too long at a time. Patient reported they changed the chair they were sitting in to a kitchen chair. Patient reported they only left it on for 1 hour and it charged quicker. Patient reported the issues have resolved and she just needed to make changes in recharging. Patient reported she really liked the product and it worked great.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that when the patient was charging it overheated and burned her skin. The consumer stated he didn¿t think there were any physical symptoms but it just felt hot and that it was overheating in a lot less time then expected like an hour or two. It was unknown if the antenna too hot screen was seen. The consumer noted they had some difficulty getting it to work and positioning the antenna but had pretty much gotten the hang of it. Troubleshooting reviewed recommendations for recharger use. The indications for use were failed back surgery syndrome and spinal pain. Additional information was received from the patient. It was reported that the first time the patient recharged, the scar was raw. The patient stated they charged it every day for hours, but it would not get passed 25%. The patient reported full coupling with the recharger, the ins was on, and it was flashing at the first quartile. The patient said she will charge for 3-4 hours, and the ins will be at the same status the next day. The patient stated recharging will be uncomfortable and will have a burning sensation that goes away if she stops recharging. The patient stated it can also look red. The patient stated they haven¿t been able to use their programmer for her pain. The patient reported a low ins message and was able to bypass to the therapy screen. The patient also saw a poor communication screen which resolved after trying again. The ins was on group a at 4.0v. No therapeutic benefit was also reported. The patient was directed to their healthcare provider (hcp). No further complications were reported.